Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a charger failed error message during boot up and would not expose. The customer reports they had to reboot the system to clear the error. There is no report of patient injury.